Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that there was lead insertion difficulty during a procedure. The lead was not previously implanted. Rotating the implantable neurostimulator (ins) while inserting the lead did not resolve the issue. The manufacturer representative had the health care provider (hcp) try a new ins and the lead inserted fine into the new ins. The issue was resolved.